Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Vena cava or other vessel injury or damage, vasospasm or decreased/impaired blood flow, and thromboembolic events are all potential complications cited in the IFU associated with this product.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2016, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2012. The patient had a scheduled removal approximately 4 months later with dr.(B)(6) on or about (B)(6) 2013. ¿dr. (B)(6) attempted surgical removal of the filter and after a lengthy surgery he was able to retrieve the filter but significant difficulty was encountered with subsequent injury to the inferior vena cava with residual narrowing and new thrombus formation. Plaintiff suffered transient hypoxia during removal of the filter.¿ the patient alleged ¿significant injuries¿ including embedment of the retrieval hook, a long and difficult removal surgery, injury to the ivc, residual narrowing of the ivc and new thrombus formation.¿ the patient alleges surgery led to stress and anxiety. Argon¿s attorneys are attempting to gather information.